Manufacturer narrative:
Event description: the company rep reported, that the expander was unable to fill the expander. Manufacturer narrative: a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted, and analysis of the device will be executed. All available information from the reporter has been provided. No additional information is available at this time. Reason for reoperation: unable to fill the expander.

Event description:
Unable to fill the expander. No expansion post operative.

Manufacturer narrative:
Investigation summary: a relationship between the reported unable to fill the expander and the device could not be established as no problem was found with the device upon visual inspection and test filling performed in the laboratory. A complete review of the DHR for lot 22050899 was carried out, no deviation was found in the manufacturing process. The review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. The instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: injection port filling and expansion ¿ expansion is accomplished by using sterile, non-pyrogenic, isotonic saline solution. Prepare the skin with an aseptic solution to avoid cross contamination. Ensure to fill the syringe before proceeding with the injection of the saline solution. Locate the injection port with the port locator; when all leds turn green, this marks the injection port center. Insert a 21g winged infusion set (recommended) or a standard hypodermic needle into the injection site. The needle should enter perpendicular at 90 degrees to the injection site, as shown in the following image. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Establishment labs will continue monitoring for similar complaints/trends.